Manufacturer narrative:
During the index procedure, the vrd was placed along the target aneurysm using the prowler select plus microcatheter (catalogue and lot unknown) without any issues reported during deployment. The unruptured fusiform aneurysm sack was 10mm, the neck was unknown. Mrs was unknown. Antiplatelet therapy included aspirin and clopidogrel sulfate unknown dose. No information regarding act, inr, pt, and ptt. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No further information is available and procedural images are not available. Concomitant medical products: the devices utilized during the procedure includes chikai 14/asahi intecc, lancher 8fr/medtronic, echelon 10(type 90 degrees)/covidien (B)(4), prowler select plus and orbit galaxy. During the procedure, jailed technique was utilized. The procedural images are not available. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of all lots provided revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis, device ineffective, and coil protrusion are known potential adverse events associated with the use of the enterprise vascular reconstruction device and coils as outlined in the instructions for use for each device. Based on the limited available procedural information pertaining to the reported coil protrusion into the parent vessel and without procedural images, no conclusion can be made regarding possible contributing procedural factors or relationship to the devices, or to which devices. With review of the provided information, there is no indication of any device malfunctions or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2013-00037 and 1226348-2013-10005. Please note that the product involved in the event is one of the following lot numbers (15669533/15673907/15717125/15717124), however since it is unknown all the lots are included in this report.

Event description:
It was reported that after placing an enterprise vrd enterprise vrd (enc452812/10141315) at the target site (c3 segment of right internal carotid cavernous sinus), the 4th coil (640cx0306/15717124) was detached in the target aneurysm, and about four loops of one orbit galaxy protruded into the parent artery through the lateral side of the vrd distal markers, but unknown which coil protruded. Prior to the event, three orbit galaxy coils (15669533/15673907/15717125) were placed in the aneurysm. After the coil protruded, blood clot was found around the protruded coil and the middle cerebral artery was blocked by the thrombosis. Then, a superficial temporal artery-middle cerebral artery bypass surgery was performed. As of the date after onset, the patient was under general anesthesia. The patient has been followed up, but no additional information is available for now. The target site had heavy tortuousity, but the level of calcification was unknown, and the access was obtained from femoral artery. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was unknown because the vrd might not be placed appositely to vessel wall. Subsequently, the coil moved to the gap between the vrd and the vessel wall.